Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing an allergy to the medicine he had been taking which caused him to itch all over his body. The patient reported broken skin and bleeding from scratching. The patient reported that the irritation "is not caused by the lifevest, but the lifevest contributed to the itchiness". The patient was advised by his doctor to take a "large red pill" to help with the allergy. Follow-up indicated that the patient had been using lotion and that it helped, he saw improvements, and he was no longer itching.